Event description:
On (B)(6) 2012, customer reported that the dxc 600 pro generated false high sodium (na), potassium (k), carbon dioxide (co2) and/or calcium (calc) results for several patient samples. Chloride (cl) was likely high as well, but insufficient cl patient data was supplied. Results were reported out of the lab. When the issue was noticed, the samples were repeated on another dxc instrument in the lab. The customer stated that 2 reports were amended. Quality control (qc) recovery prior to the event was within lab-established ranges. The high level qc after the event was out high for k, cl, co2 and calc. Na qc was not rerun after the event. Customer technical support (cts) assisted the customer with troubleshooting, via phone. It was discovered that the ion selective electrode (ise) buffer reagent section of the ratio pump had air in it. Further investigation showed that the tubing was pinched in the reagent compartment. Cts instructed the customer to reroute the ise buffer tubing, prime and recalibrate the instrument. This resolved the issue. No further problems were reported.